Event description:
User experienced a leak coming from the analyzer onto the floor. No patient samples were involved. No operators were harmed. The field service representative determined the cause to be a fluidics failure of the pinch tubing and reconnected the tubing.